Event description:
A caller reported a malfunction on their pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur. Customer was informed that they could continue using the pump and to reach out again if any issues reoccurred.